Manufacturer narrative:
UDI related data quality updates only. This MDR only contained the di portion of the UDI included in the medwatch form. The MDR has been corrected by adding the full UDI number.

Event description:
This report represents a correction to a previously submitted MDR.

Manufacturer narrative:
Background information: quickie q500m/q400m owner's manual, page 7 states: "warning! Do not use any wheelchair that has been involved in a motor vehicle accident. A sudden stop and/or collision may structurally damage your wheelchair. There may have been a change to the structure of the chair, and/or damaged or broken some of the components. Wheelchairs involved in sudden stops should be inspected for possible failures in frame and/or components. Frame damage may be represented by but not limited to: visual cracks, dents, metal distortion, bends, or damage to the seating mounting. If the chair no longer drives straight, it could be damaged. If the wheelchair has been involved in an accident, discontinue use immediately and contact your sunrise medical authorized dealer for a thorough inspection. If damage is questionable or if there is concern regarding the condition of the chair, sunrise medical recommends replacement of the chair. Wheelchairs involved in collisions should be replaced." Quickie q500m/q400m owner's manual, page 17 states: "the safety of the user during transportation depends upon the diligence of the person securing the tie down restraints, and they should have received appropriate instructions and/or training in their use." Discussion: in reviewing the complaint, the dealer initially reported that the end user was in a motor vehicle accident while being transported in their quickie q500m wheelchair. The end user was travelling in a transportation company van. The end user was contacted and he stated that the wheelchair was tied down and that he passed out during the incident. The end user stated he had to have his seatbelt cut off. The dealer reported the end user was not tied down properly and he flew out of his wheelchair on impact. The dealer stated the chair frame was bent sideways and the tilt and leg rests are not operational. When asked about current damage to the wheelchair, the end user stated the part of the wheelchair that raises it is currently broken, causing it to lean to the side. Both the dealer and the end user reported that the end user is still using the wheelchair. The end user was notified through a telephone call that sunrise medical does not recommend anyone to use any wheelchair that has been involved in a motor vehicle accident as stated in the wheelchair owner's manual. A DHR review for this product was conducted and no abnormalities, deviations or ncmr's related to the claim were identified in the manufacturing process. The end user reported that he sustained twelve (12) broken ribs and a ruptured spleen during the accident; his spleen was removed during surgery. The end user stated he had to be hospitalized for one (1) week and then had to stay in a rehabilitation facility for two (2) months. The dealer reported that since the end user is still using their damaged wheelchair, the end user has sustained stage 3 pressure sore. When asked about the pressure sores, the end user stated that they are still stage 3 and they are not currently healing. Conclusion: in conclusion, there is no evidence of malfunction from the wheelchair. Due to the allegation of serious injuries that required medical intervention (broken ribs, ruptured spleen, and stage three (3) pressure sore), this MDR is being filed.

Event description:
Dealer reported that the end user was in a motor vehicle accident while being transported in their quickie q500m wheelchair. The dealer reported the end user was not tied down properly and he flew out of his wheelchair on impact. Both the dealer and the end user reported that the end user is still using the wheelchair. The end user was notified through a telephone call that sunrise medical does not recommend anyone to use any wheelchair that has been involved in a motor vehicle accident as stated in the wheelchair owner's manual. The end user reported that he sustained twelve (12) broken ribs and a ruptured spleen during the accident. The dealer reported that since the end user is still using their damaged wheelchair, the end user has sustained a stage three (3) pressure sore. The end user stated that his pressure sore is still stage 3 sore and is not currently healing.